Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type ii. It was reported the patient had 2 surgeries within 2 weeks because the wrong device was originally implanted. The patient stated she now has a heart monitor because she had 2 strokes because she had 2 ins devices implanted within 2 weeks. The patient stated she had a mini stroke at home when she was rushed the ER and then had another stroke riding down the road with her (B)(6). This is why she has the heart monitor. It was reported that the patient¿s cardiologist feels that the information from the loop recorder indicates that the patient¿s issues are from undergoing two surgeries in a short period of time and the rsd has spread to her heart. The patient stated she takes 2 kinds of nitro. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-apr-05. The rep stated that it was unknown what other diagnostics were performed and the patient states that none else that they are aware of, nor the rep, but they were prescribed 2 kinds of nitro. The cause of the strokes was not determined. The event has not been resolved at this time. The loop recorder is still implanted. The patient is under the care of the cardiologist and the rep was there on (B)(6) 2018 to assist with the stimulator. The rep would report the information with their implanting healthcare professional (hcp) when finished with the appointment on (B)(6) 2018. They can send an update to both physicians. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Corrected to reflect that there was an adverse event and no product problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2018-jul-25. The ins surgeries occurred on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2018. The hcp indicated that there were no strokes known by them and there is not a medical history of high blood pressure, smoking, and/or blood clotting issues. No further complications were reported/are anticipated.